Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Event description:
As reported by a field clinical specialist (fcs), during valve deployment of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach the balloon on delivery system ruptured and only allowed valve to be 50% expanded. The delivery system could not be removed due to interaction with the valve. It was decided to cross the valve with another wire and used a 28 mm non-ew balloon to balloon the sapien 3 ultra resilia valve. Once the valve was expanded, the first delivery system was able to be removed with no patient injury. A second 29 mm delivery system was used to fully expand the sapien 3 ultra resilia valve. Angiogram and echo's were done and showed no patient injury and valve working.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected d.9 device availability, h.3 device evaluated by manufacturer, h.6 device codes and type of investigation.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes, device code and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Kink in balloon shaft due to the packaging. Balloon was inflated and multiple leaks were observed from a pinhole on the proximal shoulder of the inflation balloon. Two kinks on gw lumen in crimp balloon area kink on balloon catheter distal to strain relief, likely due to return packaging. Imagery was provided from the site and revealed the following: imagery shows an under expanded thv that required post-dilation. Presence of calcium at leaflets. Presence of tortuosity anatomy. Presence of calcium at access vessel. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was difficulty to remove unable to be confirmed as no applicable procedural imagery was provided for evaluation. The complaint for balloon leak was confirmed based on visual inspection of returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, lot history, and complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, ''during valve deployment in the aortic position via transfemoral approach the balloon on delivery system ruptured and only allowed valve to be 50% expanded. The valve was partially inflated, the delivery system could not be removed due to interaction with the valve''. The delivery system could not be removed due to interaction with the valve. Additionally, 3mensio report provided indicated presence of calcification in patient's anatomy. During product evaluation, a hole was noted on pin hole proximal shoulder of the inflation balloon. In this case, patient had heavily calcified anatomy. It is possible that the balloon interacted with the calcified nodules during crossing, puncturing the balloon. Due to the reported leakage, it is possible that the balloon was unable to fully deflate. The difficulty or inability to withdraw the delivery system may have been related to the distal shoulder of the balloon material becoming caught on the under expanded thv frame. Although a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) and procedural factors (balloon leakage, under expanded thv) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.